Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had a blank display due to a corroded battery tube. No battery out limit alarm could be verified due to the blank display. No moisture damage was noted on the electronics, motor, vibrator motor or battery tube assembly. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, scratched reservoir tube window and a stained end cap sticker.

Event description:
It was reported that the insulin pump has a blank display. The blood glucose reading was 185 mg/dl. The customer's husband stated that the device has completely stopped working; he and the customer put a battery in and the insulin pump started counting 1 to 7 and would not do anything. No physical nor moisture damage was observed. Upon troubleshooting, it was found that the customer was not using the recommended brand of batteries. The issue was not resolved by inserting new batteries. Advised discontinuation of the insulin pump. Nothing further reported.